Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump had been alarming no delivery alarms and motor error alarms, the motor was sticking. Customer had been hospitalized for high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was treated with manual insulin injections. Customer's father reported the alarm was resolved by a complete set change. Customer will not be returning the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.